Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 18. Details of surgery: bone overheating. On 2023-12-08 , non-osseointegration was verified. Patient presented with bone type iii and fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: inflammation. No further patient complications were reported.